Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x28mm xience alpine stent was implanted in the left anterior descending coronary artery, 80% stenosed lesion. Post deployment, a dissection was noted at the distal edge of the stent. As treatment, another xience alpine stent was implanted. The procedure was completed successfully and the patient is in stable condition. There was no clinically significant delay. There was no additional information provided regarding this issue.